Event description:
A customer reported a cgm error 42 with their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and guided the caller through the process. After the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.